Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting measures found that the suite pc was not responding. After onsite testing, the fse confirmed the application software for the suite pc was defective as well as the hard disk. Additionally, the usb hub and the power supply in the control room were replaced to restore the flexvision monitor. After the fse replaced the hard disk and reloaded the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start up. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.